Event description:
Per the clinic, the patient experienced mild skin redness, no response to sound, and open circuits were noted on all electrodes, subsequent to sustaining a head trauma on (B)(6) 2025. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, there was no extrusion of receiver/stimulator. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient sustained a head trauma on (B)(6) 2025, due to a fall on the side of implant. The patient also experienced an extrusion of receiver/stimulator at the implant site. The device was eventually explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.